Event description:
Pt received the hemodialysis treatment, and had immediately chest pain, severe hypotension with systolic of 60 mmhg, shortness of breath. Treated with saline and treatment stopped, transferred to cardiac intensive care. Pt has had "a few" reactions including the same symptoms on the 18sx. Symptoms have increased in severity.

Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. Consequently the root cause of the event could not be identified as only the insufficient info was available. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined averse reactions of unk cause. "Handbook of dialysis 4th ed." (B)(6).